Event description:
It was reported that the patient implanted with this artificial urinary sphincter experienced recurring incontinence secondary to a hole at the junction of the balloon and its tubing causing fluid loss. The balloon was explanted and replaced with a new component. The system was then tested and confirmed functioning normally before completing the procedure. No further patient complications were reported.

Manufacturer narrative:
B3 date of event is approximated. UDI field (d4) concomitant product UDI for cuff is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter underwent a thorough analysis. The balloon was microscopically inspected and leak tested. Microscope examination revealed wear at the folds of the balloon. Additionally, the balloon had a hole caused by fatigue at the junction between the balloon and the adapter. Leak testing confirmed that the balloon had a fluid leak due to fatigue at the same junction. Consequently, the balloon could not perform the functional test due to the fluid leak. Based on the available information, the reported device allegations were confirmed.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring incontinence secondary to a hole at the junction of the balloon and its tubing causing fluid loss. The balloon was explanted and replaced with a new component. The system was then tested and confirmed functioning normally before completing the procedure. No further patient complications were reported.

Manufacturer narrative:
B3 date of event is approximated.